Event description:
It was reported that a cascadia tl inserter/impactor was stuck intra-operatively. Surgery was successfully completed with no delay and another inserter. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
A visual inspection was performed and no visual anomalies were identified that would affect performance of the device. There is slight discoloration around laser markings and material deformation around the tip. All welds are intact. A functional inspection was performed and the device seem to function as intended. A prong at the tip is mobile, a sample inner shaft was inserted and no jamming was identified. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the lot and subject catalog number was performed, and no adverse trends were observed. Initial report states that a cascadia tl inserter/impactor was stuck intra-operatively and another tlif inserter was used to complete the procedure. The cascadia an lordotic oblique surgical technique was reviewed, and the surgical technique describes detailed steps for interbody insertion, proper assembling of the inserter and the inner shaft and insert and rotate technique. Deviation from any of the steps may result in device not functioning as intended. The root cause of the reported event cannot be determined as the inserter appears fully functional.

Event description:
It was reported that a cascadia tl inserter/impactor was stuck intra-operatively. Surgery was successfully completed with no delay and another inserter. No adverse consequences or medical intervention were reported.